Event description:
On this particular needle set there is a luer lock port between the needle and the safe site. It was reported the port was leaking blood when flushed prior to discharge. Nothing was being infused at this time. The port was being accessed to check labs to see if the patient needed a blood transfusion. The patient was going to be sent home with the port accessed, but nurse had to de-access when the leaking was noticed, causing the patient to have to be re-accessed with a new needle the following day. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak at the y site is confirmed. One 20 ga x 1in safestep infusion set was returned for investigation. Evidence of use was observed within the sample. Dried use residue was present at the blue valve on the y site. The proximal luer was flushed and pressurized with water using a 12 ml syringe. A bead of water was observed to form at the blue valve. A continuous leak was not observed. The product IFU warns, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of ascws0178 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
On this particular needle set there is a luer lock port between the needle and the safe site. It was reported the port was leaking blood when flushed prior to discharge. Nothing was being infused at this time. The port was being accessed to check labs to see if the patient needed a blood transfusion. The patient was going to be sent home with the port accessed, but nurse had to de-access when the leaking was noticed, causing the patient to have to be re-accessed with a new needle the following day. No other information was provided.